Event description:
For 19 months, the patient experienced pain under her ribs and pain on her skin which was like shingles. The patient had an MRI (date not reported) and a tumor was found on her thoracic spine. After surgery, the patient was told it was crystalized morphine. The patient was at home. Her status was reported as "fair". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that "morphine was coming out" of the catheter and that a granuloma resulted. Reporter stated that she fell 16 times during (B)(6) 2011 and that her lower back had been "messed up" since. It was indicated that the health care provider (hcp) wanted to do a magnetic resonance imaging (MRI) scan for the granuloma and the back issues. It was unclear if the MRI had occurred and the granuloma was present, as it was previously indicated that the patient had an MRI and surgery for the granuloma. Reporter also stated that she had sore skin, a compressed nerve root which had caused her pain from her breast area to her waist and tightness when she would use her arms. It was indicated if the hcp were to "strip" the patient's nerve, that she would be paraplegic. It was reported that the patient was on by mouth oxycontin for her compressed nerve from her family hcp; however the managing pump hcp stopped the medication. It was indicated that the managing pump hcp stated that the patient would die if she continued taking oxycontin along with the morphine that was in her pump. Reporter stated that she takes eight, 500 mg of tylenol pills per day.

Manufacturer narrative:
(B)(4).